Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient expired and the cause of death is unknown. The patient¿s family believes death was related to the device. Device was to be interrogated to determine if cause of death was related to the device. No further information available.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.